Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. The lead was subsequently surgically abandoned and will not be returned. No additional adverse patient effects were reported.